Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately two months post the right ventricular lead implant.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The defibrillation conductor was distorted, and there was blood in/on the helix/lobe mechanism. There was apparent explant damage. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors were distorted. The inner insulation was torn, and the outer insulation had a breached cut. There was apparent explant damage. A visual analysis was performed only.